Event description:
Initial reporter indicated that she has a "bump" on the outside of her throat, "like a pimple" and the surgeon thought this might be because of her petite stature. Follow-up with the treating physicians office it was reported that the patient would have an exploratory surgery to possibly revise the position of one of the patient's tie downs. It was not fully known what would be done surgically till surgery day.